Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed device damage and deformation. The noted damage is consistent with device wear out from heavy usage and the investigation did not establish a need for corrective action. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It is was reported that the femoral impactors are damaged and the 2.3 mbt keel punch does not fit handle. No surgical delay.